Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a feeding tube. The customer reported the probe released into the cavity and was removed endoscopically. No injury reported and no permanent damage. The event did not prolong the hospital stay and there was no bleeding in excess. The surgical time was not extended and the event did not prolong the hospital stay. Upon further clarification from a covidien clinician, the reported incident is more clearly described as during placement of a dobboff feeding tube under endoscopy, the weighted distal end of this tube became separated. The detached feeding tube end was removed via endoscope. No additional medical intervention or serious injury was reported.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Manufacturer narrative:
Please see the investigation summary below: the device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. There were no non-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Because a sample was not returned, we were unable to perform a thorough follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, based on previous evaluations and samples reported with this failure mode the potential root cause that may cause this condition could be the lack of solvent (thf) during the bonding process. Since this is a manual operation the defective condition could be originated due to a lack of solvent (thf) between the tip connector to the bolus tip and hollow rod connector. As a mitigation plan, production personnel were notified of the reported issue. The acceptable quality level for sub assembly inspection was moved from normal to tighten in functional inspection to increase awareness. A quality alert was also posted in the line to reinforce manual assembly and to make the operators aware of the most critical sections that must be covered with enough thf. To improve the bonding process a new fixture was designed to improve and standardize the thf solvent application between the tip connector to the bolus tip and the hollow rod connector. The new fixture was placed in the assembly line to control the length of the connector. This action will detect the connectors that do not meet the minimum length. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.